Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with therapy for continuous ambulatory peritoneal dialysis (capd). The peritonitis was manifested by chills. The patient did not require hospitalization. The patient was treated with vancomycin (dose not reported) every five days intraperitoneally (ip) for twenty days. At the time of the report, the patient was recovered from the peritonitis event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). (B)(6). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.